Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's oxygen blending module assembly, oxygen blending module harness, blower assembly and system board were replaced to address the issue.